Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -3.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2024 the lens was exchanged with a same length but different power lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: d9: return date: 20-mar-2024. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the optic and haptic deformed and the haptic bent with residue on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).